Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. Thee photos received: upon visual inspection of three photos, the following was observed: the photos show a staple line on the tissue and slight bleeding was noted on the staple line. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic esophageal cancer surgery, after transecting the gastric tissue with ec60a and ecr60d on the first firing, the staple line was oozing with malformed staples. Then, both the second and third firing had the same issue. Oozing was stopped with suture. The patient's condition is currently stable and there were no patient consequences. No additional information could be provided.